Event description:
The customer reported a file system corruption. This error may cause the system to lock up or not to boot. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.